Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc. While swapping needles, the syringe broke. An injection attempt was then made and 0.6ml of the product came out of the syringe rather than the needle.